Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned, and the device/sheath assembly was withdrawn together. Manual compression was applied for 30 minutes to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was endovascular therapy (evt). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. Header bag and polyfoil pouch were returned as well. Other components were not returned for investigation. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath. The deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Manual force was applied to the anchor and the suture unspooled as intended with collagen, however the tamper tube did not exit from the sheath. No other functional anomalies were noted with the device. Then, the device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried blood like substances were found between the inner lumen of the carrier tube assembly and the outer surface of the tamper tube as can be seen in attached pictures. There were no anomalies were noted with the tamper tube. Dimensional testing was performed. The outer diameter of the tamper tube was measured to be 0.060'' which was within the specification of 0.060 +/-0.002. Measurements were found to be within the manufacturer's specifications. The complaint could be confirmed for the failure mode of "pullout" upon investigation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The tamping tube did not release due to obstruction by blood like substances which solidified between the inner lumen of the carrier tube assembly and the outer surface of the tamper tube causing resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.